Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the surgeon performed a lens rotation and used the system for intraoperative measurements but the system suggested "no rotation necessary". In the surgeon's opinion the system was "completely off" since the lens was oriented at 150 degrees whereas the postoperative steep median was at 108 degrees. The surgeon elected to ignore the recommendation and rotated the lens to 108 degrees. The patient noted "still not seeing as well but it is only one day post-op".

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the axis is off post treatment using intraoperative aberrometry. The axis is at 005 but was supposed to be 090. The patient's vision has improved postoperatively. Additional information requested.